Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure, where the physician explanted patient's ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.